Event description:
It was reported that the healthcare professional (hcp) had seen batteries that were close to end of life (eol) behave in ¿this way¿ and deliver stimulation. The presumption was that the hcp was describing unexpected sensation ofstimulation in devices close to eol. However, very little information was provided regarding this event and it was not entirely clear. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent. Refer to regulatory report # 3004209178-2014-22759.

Event description:
Later, when the manufacturer's representative was asked if he knew how many patients had been involved with the issue he replied, ¿[the doctor] said several so maybe three in his 25 years of doing this therapy.¿

Manufacturer narrative:
Concomitant: product ID neu_ptm_prog, product type programmer, patient product ID neu_unknown_lead, product type lead, product ID neu_recharger_acc. Product type recharger. (B)(4).